Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained additional information: initial findings were all confirmed. A closer look was taken at the stuck plunger valve. The housing was removed, and the plunger valve mechanism was taken out and inspected. It was observed that there was dried blood on the ridged portion of the button and the corresponding gear. The dried blood was cleaned with an alcohol wipe and the plunger valve mechanism was placed back. The grey suction button was then manually pressed multiple times and sprung back every time. This indicates the cause of the stuck plunger valve to be the dried blood observed. The root cause of this failure is attributed to mishandling.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the suction button of the 8mm suction irrigation instrument was pressed down and stuck prior to use. As reported, this issue was not noticed prior to use in the patient. Upon entry into the patient, the insufflation was quickly vacuumed out. The surgeon had 2 needles in the abdomen at the time of deflation. However, there was no patient injury reported and the procedure was otherwise completed with no other reported issues. Upon the completion of the failure analysis, which indicated that the instrument was found to have a broken snake wrist cable at the distal end, intuitive surgical, inc. (Isi) performed follow-up with the initial reporter and obtained the following additional information: the reporter confirmed that ¿no pieces fell off¿ and there were ¿no fragments fell of the device¿ while the instrument was being used in the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm suction irrigation instrument involved with this complaint and completed the device evaluation. The 8mm suction irrigator instrument was analyzed and the customer reported complaint was confirmed. Failure analysis (fa) found the primary failure of stuck plunger valve to be related to the issue the customer experienced. The instrument was found to have a stuck plunger valve when the grey button was pressed. The instrument's housing was removed, and no obvious damage was observed. No failures were observed during log review of remotefe. Additional observations that were not reported by the customer: the instrument was placed on the system and failed engagement multiple times due to error code 22020. The instrument was found to have a broken snake wrist cable at the distal end, likely causing the engagement failures and the loose snake wrist cable at the proximal end when the housing was removed. Visual inspection was performed, and part of the snake wrist cable crimp appeared to be broken. Root cause of this failure is attributed to a component failure. The instrument was found to exhibit corrosion on the snake wrist. Part of the snake wrist exhibit orange discoloration. Root cause of this failure is attributed to the user mishandling/misuse. The 8mm suction irrigation instrument will be transferred to engineering team for further investigation. The complaint regarding the suction button was pressed down and stuck prior to use was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) confirmed the instrument was found to have a broken snake wrist cable at the distal end as well as part of the snake wrist cable crimp appeared to be broken. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.